Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4).   No sample and/or lot number were provided. Further investigation of the complaint is not possible.   We will maintain this report for further references and continue to monitor other reports for similar occurrences.   If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: it was reported that the "rn entered patient's room to hang 3rd bag of methotrexate infusion. Upon entering room rn assessed mtx level in piggyback tubing of 2nd bag that was currently infusing but almost complete. Upon examination bedside rn noticed mtx leaking from the y-site of the primary tubing and noticed dried mtx spots on the floor/IV pole base. Charge rn and pharmacist verified with bedside rn that the mtx was leaking from the y-site. No injury reported.